Event description:
The customer reported having issues with the keypads on the insulin pump. Troubleshooting was performed. The customer stated that after the numbers were ramping, she removed the battery and when a new battery was inserted the insulin pump had a frozen display and the time on the device was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no down button responses due to flattened act button dome switch. No frozen screen anomaly noted. Unable to verify for time clock anomaly due to no down button response. No pump reacting on its own or ramping numbers anomaly noted.